Event description:
Patient reported left side ¿concerns about bia-alcl due to sudden swelling in left breast¿, ¿fine needle aspiration (fna) removed 215ml + 90ml¿, ¿stiffness and pressure in neck¿ not related to device, ¿chronic fatigue¿not related to device, ¿chronic sore throat¿ not related to device, ¿chronic headaches¿not related to device, ¿skin rash on affected breast¿, and ¿discharge from nipple¿ unknown mammary implant." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: concerns about bia-alcl due to sudden swelling in left breast, seroma-late.